Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report once complete.

Event description:
Infant bradycardia - required intubation. After evaluation, a pericardiocentesis was performed. Cardiology performed an echo which showed a pericardial effusion. Post care included IV's and ventilator management. User facility requests examination of catheter for any defects.